Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, low battery and off no power. Customer's blood glucose was 60 mg/dl at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. The call was disconnected at this point and troubleshooting could not continue. No further details given.